Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose at 08:00 am on (B)(6) 2017 with blood glucose of 418 mg/dl. The customer¿s blood glucose level at the time of incident was 500 mg/dl and current blood glucose level was 309 mg/dl. The customer came in hospital with diabetic ketoacidosis. The customer experienced symptoms such as nausea. The customer was treated with manual injection. The customer was unsure about wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self-test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit passed dat test at 0.0878 inches. No unexpected no delivery alarms noted. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.